Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd plastipak¿ sterile syringe. The following information was provided by the initial reporter, "syringe with a screw inside the primary package."

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon evaluation, a screw is observed inside the primary packaging, which caused the rupture of the primary packaging (blister), thus generating the loss of sterility. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause is lack of clearance by the operator due to an adjustment or machine failure. Corrective actions include feedback to mechanical production technicians, review of exposed hardware, and placement of guards to retain metal parts or placement of plates to catch metal parts. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred with a bd plastipak¿ sterile syringe. The following information was provided by the initial reporter, "syringe with a screw inside the primary package. "